Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the lowest port (clearlink) on the tubing during chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.